Event description:
When the surgeon inserted the surface, he was not able to fix the surface to the tibia plate causing surgery to be prolonged by 1 hour.

Manufacturer narrative:
This report will be amended when our investigation is complete.